Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead exhibited high threshold. Stored events showed undersensing at times on the electrogram.

Event description:
It was reported that the patient had an magnetic resonance imaging (MRI) scan and afterwards the right atrial (ra) lead thresholds were rising, variable and unstable. It was also noted that the p-waves varied and that there was a loss of capture in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray was taken by the physician and the lead was not in the same place as it was at implant. No action has been taken and the lead remains in use.